Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The reported melted and burned valve was replaced on the unit by the user facility biomedical technician (biomed). Following parts replacement, the system was confirmed to be operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
No parts have been returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius granuflo mixer would not fill in rinse or dissolution modes. There was no patient involvement. Follow-up information with the biomed revealed that the staff reportedly observed burning smell. During troubleshooting, the inlet solenoid valve was found to have melted plastic and signs of burn damage. The valve damage also reportedly caused the main control circuit board to go bad. The valve was original to the machine. There was no smoke, spark, or flame reported. The biomed stated that the facility encountered a power surge that day which caused the bicarb unit circuit breakers to trip; however, the exact cause of the event was not determined by the facility. The biomed replaced the valve, circuit board, and control board which resolved the issue. Following the part replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned to the manufacturer for physical evaluation.